Manufacturer narrative:
H3, h6: the anspach drill part number 101209 serial number (B)(6). Used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed and failed. The reported problem was confirmed. The system threw an e8 error right away. After forcefully pushing drill in, I did get a connection and was able to test. In addition, a functional evaluation was performed on the part beyond the reported complaint and it was found that the drill overheats during the 1 minute test. The drill would not get up to 80k rpm (max rpm was 76k) indicating motor failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes ¿protective measures problem" and "e8 error, damaged or broken component¿ identified 42 similar events between 5/8/2017 to 5/28/2020. The most likely cause of the e8 event is mechanical failure around of the connector/conductors. The most likely cause of the overheating motor is a broken shaft. The drill is an OEM part and cannot be further disassembled to determine a root cause. No containment or corrective actions are recommended at this time. H6, h10.

Manufacturer narrative:
The anspach drill used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed pv0005 rev b and failed. The reported problem was confirmed. The system threw an error right away. After forcefully pushing drill in, they did get a connection and were able to test. In addition, a functional evaluation was performed on the part beyond the reported complaint and it was found that the drill overheats during the 1 minute test. The drill would not get up to 80k rpm (max rpm was 76k) indicating motor failure.  A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes ¿protective measures problem" and " error, damaged or broken component¿ identified similar events. The most likely cause of the event is mechanical failure around of the connector/conductors. The most likely cause of the overheating motor is a broken shaft. The drill is an OEM part and cannot be further disassembled to determine a root cause. No containment or corrective actions are recommended at this time. Our reference number: (B)(4).

Event description:
It was reported that during the burring of the distal femur, the burr suddenly stopped with an error. The same device was used to complete with the procedure with a delay of fewer than 30 minutes. No other complications were reported. The investigation found that the drill does not get up to 80k rpm (max rpm was 76k) and that it overheated during the 1 minute test due to motor broken shaft.